Manufacturer narrative:
(B)(4). Approximate age of device ¿ 47 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported high estimated pump flows and pump powers lasting the duration of the night. The patient's hemolysis markers were reportedly normal and the patient's mean arterial pressure was 65 mmhg. It was reported that there was no issue suspected with the pump and the elevated pump parameters were believed to be related to the patient's condition. The hospital also reported a possible thrombus at or around the inflow conduit, which was confirmed through echocardiogram on (B)(6) 2016. A ramp study showed the ventricle unloaded as pump speeds were increased during the study. The patient's inr goal was increased to 2.5-3.5. No further information was provided.

Manufacturer narrative:
Manufacturer¿s device evaluation results: the reported elevations in pump power and estimated pump flow values were confirmed through the evaluation of the submitted system controller log file. Although the submitted system controller log file showed that the pump speed remained above the low speed limit and no atypical alarms were captured, there appeared to be an upward trend in pump power and estimated pump flow values (up to 11.9 watts and 12 lpm, respectively) coupled with a downward trend in the average pulsatility index over time. A specific cause for the changes in pump parameters could not be conclusively determined without a full evaluation of the device; however, based on the manufacturer¿s previous complaint experience, these trends captured in the log file in conjunction with the reported suboptimal left ventricle decompression despite increased pump speeds could be indicative of device thrombosis. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a ramp echocardiogram was performed on (B)(6) 2016. The study showed a lack of left ventricle decompression with increased pump speeds and probable pump thrombus was suspected. The system controller log file also showed an increasing trend in the pump power and estimated flow values. The pump speed was increased from 9200 rpm to 10800 rpm and the patient was started on persantine with an inr goal of 2.5-3.5. It was reported that the patient was stable and would have weekly follow-ups in clinic where log files and blood tests would be re-evaluated. It was reported that the patient would be started on clexane if their inr dropped below 2.2.